Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:02:48. During night drain cycle four, the patient's ultrafiltration reading was 633ml, indicating the home patient (hp) drained 633ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause could not be determined. Should relevant additional information become available, a follow-up report will be submitted.